Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in an unknown procedure performed on (B)(6) 2025. During the procedure, when the clip was placed in the scope, the clip fell off. The clip was removed and the procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: alternative phone: (B)(6). Block h6: imdrf device code a150103 captures the reportable investigation result of clip premature deployment at an unknown anatomy location. Block h11: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached and with evidence of premature deployment (yoke is attached to the control wire). No other problems with the device were noted. The reported event of clip device deployed in scope was confirmed. The device was returned for analysis and it is likely that this event was a result of factors related to the procedure and manipulation. It is likely that the first activation was performed inside the scope and due to the force applied in order to advance, the clip became detached. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure.